Manufacturer narrative:
DHR review :the quality records indicate that these components met all requirements to perform as intended. Review of event description: patient underwent revision surgery loosening of femoral component with osteonecrosis. Surgical report : review of surgical report did not lead to new information regarding the reported event. Other information & sources : review of the complaint relevant documents did not lead to new information regarding the reported event. Conclusion the patient had a durom cup implanted together with a durom femoral component. Based on the available data it can be hypothesized that the implantation technique and positioning of durom acetabular cup potentially had influence on the reported event(s). Thus, the durom acetabular cup issue is known and addressed in corrective action. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported by the legal counsel that the patient had metasul® durom®, component for femur, cemented, 48/n implanted on (B)(6) 2007 on the left side and it was revised on (B)(6) 2016 due to loosening of femoral component with osteonecrosis.